Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this allgeded issue. The account confirmed they reconnected a device but the device was not provided. Based on this information, no further action is required.

Event description:
A customer contacted technical service to report that nurse call installation nc system signal and code calls were not getting to operators.there was no patient injury or death reported with this event.